Manufacturer narrative:
The delivery device was requested, but has not been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the (B)(4) intraocular lens was inserted into the pt's left eye and removed intraoperatively due to the presence of a posterior capsule tear and vitreous in anterior chamber. An anterior chamber lens was then implanted successfully. The pt's prognosis is unk and treatment include eye drops/medications. Additional information has been requested to clarify whether the capsular tear occurred prior to iol insertion. No additional infuriating has been received by bausch and lomb to date. Please reference MDR# 1119279-2012-00103 for the intraocular lens.